Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced implant loosening and displacement at 3 months. There is no evidence of the intervention.